Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2012, due to the lens possibly having been implanted upside down. The lens was removed with no patient injury. Another same length and model lens was implanted.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery. (B)(4) - (lens implanted upside down). Method - work order search. Results - visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation codes: method: medical review. Results: medical review - an upside-down icl is easily noted during implantation into the eye. There are several landmarks on the lens that would indicate if the lens is being delivered upside down or not. Surgeons are trained to carefully look for these landmarks during implantation to avoid this scenario. The most probable root cause of this lens being implanted upside down is when the surgeon twists the cartridge inside the eye or when the icl is being delivered very quickly without paying attention to the landmarks. Surgeons are also advised to slowly inject the icl while paying close attention to the landmarks, to prevent the occurrence of this complication. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable root cause of this lens being implanted upside down is when the surgeon twists the cartridge inside the eye or when the icl is being delivered very quickly without paying attention to the landmarks. (B)(4).